Event description:
It was reported that insulin gauge displayed amount different than expected, showing 70 units instead of caller¿s expected 220 units earlier in the day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge and was advised by technical support to call back for troubleshooting if problem occurred again, which caller acknowledged.